Manufacturer narrative:
Concomitant medical products and therapy dates - (B)(6) 2018: plc271000/17895902. (B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2018, a type iii component disconnect endoleak was identified between the trunk-ipsilateral leg component and the contralateral leg component. The reason for the endoleak was not reported to gore. A reintervention took place on the same day whereby an additional contralateral leg component (plc271200) was implanted to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.